Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the suture of the fast fix 360 did not have the t1 & t2 implants, they were nowhere to be found when tensioned to lower the knot. The suture was cut as an intervention to retrieve the device. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned and is cut on one end. There is bio debris on the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Based on the available information, the complaint failure was low therefore, the need for corrective or preventive actions is not indicated.